Event description:
Discordant erythropoietin (epo) results were obtained on 2 samples from the same patient on the immulite 2000 xpi instrument, where diluted results did not match the neat values. The initial result (neat) was reported to the physician, who questioned the result and requested a dilution. The customer performed one manual dilution followed by serial dilutions, and then obtained a second sample tube from the patient and repeated the same process using a different reagent lot. The customer did not report out any of the rerun results, and stated that they would discuss the results with the physician to determine if the sample should be sent to an alternate laboratory. There were no reports of patient intervention or adverse health consequences due to the discordant epo result.

Manufacturer narrative:
A siemens field service engineer was not dispatched to the customer site because the customer declined service. Based upon the results, the customer stated that they believed the issue was sample specific. The cause of the discordant epo results is unknown. Siemens has requested the sample for further testing.